Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon ruptured. The lesion being treated was located in a 90% stenotic left anterior descending artery (lad). After predilation the physician crossed the lesion with a taxus express2 3.50 x 12 mm drug eluting stent. The taxus stent was deployed, however, the distal end of the balloon ruptured. The balloon was removed intact and postdilation was performed to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine."